Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. The bumper tip of the device showed no signs of damage. The stent was damaged at its proximal end. The struts on the most proximal row were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The hypotube was kinked and in addition, the outer was kinked and twisted at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The inner was kinked and stretched for a distance of 11 mm distal to the bi-component. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered. The target lesion was located in the left anterior descending artery (lad). Following the insertion of a 0.014 unspecified guide wire, a 3.0 x 16mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the target lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.